Event description:
Revision surgery - due to the patient having suffered a scapular fracture. The implants were removed and replaced with new implants.

Manufacturer narrative:
The reason for this revision surgery was due to a scapular fracture. The previous surgery and the revision detailed in this investigation occurred 3.5 months apart. The healthcare professional indicated there was a significant adverse event to the patient. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the scapular fracture. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as: poor bone density, patient noncompliance with medical instructions, patient activities or trauma. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.